Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Surgeon was removing femoral pins after completing mako portion of the total knee replacement and the femoral distal pin snapped while being pulled out. Case type: tka. Surgical delay: =15 minutes. Did the event occur during the case? As per the mps: yes, the event occurred during the case. We had just opened final implants but had not impacted yet. Was the patient under anesthesia? Yes. Were any debris/components left inside of the patient? (Yes/no) as per the mps: yes, a piece of the pin was left inside the bone. The surgery was paused and an x-ray was taken. The surgeon decided to leave the piece of pin inside of the patient.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that surgeon was removing femoral pins after completing mako portion of the total knee replacement and the femoral distal pin snapped while being pulled out. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no w59991-1 and were accepted into final stock on 02/21/2019. No non-conformance were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 144140 , lot number w59991-1, shows no additional complaints related to the failure in this investigation. Conclusion: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Surgeon was removing femoral pins after completing mako portion of the total knee replacement and the femoral distal pin snapped while being pulled out. Case type: tka. Surgical delay: =15 minutes. Did the event occur during the case? As per the mps: yes, the event occurred during the case. We had just opened final implants but had not impacted yet. Was the patient under anesthesia? Yes. Were any debris/components left inside of the patient? (Yes/no) as per the mps: yes, a piece of the pin was left inside the bone. The surgery was paused and an x-ray was taken. The surgeon decided to leave the piece of pin inside of the patient.